Event description:
During index procedure two endeavor sprint drug eluting stents were implanted. Approximately 30 months post index procedure patient suffered stroke. Six days later the patient expired. Cause of death was brain infarction

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (cva/stroke). Evaluation conclusions: inherent risk of procedure ¿ (cva/stroke). (B)(4).